Event description:
Tech reports a fiber leak noted by blood in the dialysate compartment during pt treatment. The dialyzer was reused 11 times prior to the reported event. No add'l info available at this time. Hcp reports no pt injury or need for medical intervention.